Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient called stating that "the programming of the device is messing up" then stated " it is not the programming but when connecting to the pump it takes a really long time¿. He stated the ptm handset finds the communicator right away, but it takes ¿forever¿ to find/connect to the pump. Per the ptm, ¿bolus duration 1 min, lock out 20 min, dose restriction 3x per hour, max activation 32 per day¿. Per the patient, the boluses reset midnight to midnight. He stated that ¿yesterday I ran out of boluses and had to wait 5 hours and some minutes for the handset to reset¿. He stated that he missed about 5 boluses. The communicator was currently at 97%. An email was sent to the repair department requesting a replacement communicator for the patient.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory product ID hh90t01. Serial# (B)(6): product type mobile platform product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.